Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2016-00291 pertains to the first resolution clip device, manufacturer report # 3005099803-2016-00336 pertains to the second resolution clip device, and manufacturer report # 3005099803-2016-00334 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2015. According to the patient, she went to the facility for a colonoscopy to get mucous samples from her colon due to her severe allergy to nickel. She informed the doctor of her severe allergy to nickel. Following the procedure the physician informed the patient that a polyp was removed and three resolution clips were placed on the patient's colon. Within 24 hours the patient experienced a massive body rash especially on her stomach, severe asthma, wheezing, severe abdominal distention, an almost completely obstructed colon and anaphylaxis. The patient indicated that she had several hospital visits and 45 days using prednisone and multiple antihistamines. On (B)(6) 2015 as verified on x-ray, the clips remained in the patient. On (B)(6) 2015 the patient was in the hospital for over 6 hours, but the clips were not removed. The clips were finally removed on (B)(6) 2015 by another physician. This physician advised the patient to follow up with her allergist and advised a follow up colonoscopy in 3 months. Bsc is continuing to pursue additional information regarding this event. Additional information from follow up with the physician on (B)(6) 2016, and additional information from follow up with the patient on (B)(6) 2016: in an attempt to attain additional information to aid in the complaint investigation, bsc contacted the patient to request a call ¿ which the patient agreed to. During this call between the bsc medical director, bsc quality director and the patient on (B)(6) 2016, the patient reported that she had existing severe allergies to stannous chloride, vanadium, palladium, as well as nickel, and that she made the hospital aware of this prior to her procedure. The patient claimed that she suffered severe symptoms over a number of weeks post the procedure ((B)(6) 2015) which required additional treatment (incl. Steroids and nebulization) and that she had additional follow ups with local urgent care facilities. She stated that she was scheduled for colonoscopy for (B)(6) 2015 and started the colon preparation treatment (golytely) on the evening of (B)(6) 2015. She stated that she suffered significant cramping during the colon prep, which resulted in ¿my colon finally unblocked itself and the clips came out.¿ although during her original call to the bsc complaint center ((B)(6) 2016), the patient stated that the clips had to be removed by her physician, in the follow up call, she stated that they came out prior to the colonoscopy as part of the colon prep treatment. She also stated that the colonoscopy on (B)(6) 2015 confirmed that the clips were no longer in place, and revealed ¿inflammation¿ in the colon. In discussion with the attending physician, who was present at the colonoscopy, he indicated that the clips were no longer in the patient and her colon was ¿normal.¿ in addition, the patient has stated that since this event, she has had an ¿escalated response to all sources of nickel¿ and she has opted to limit physical contact with certain foods and all metal surfaces that may contain nickel. The patient has notified bsc that she is unwilling to provide further information or allow access to her medical records, or to her allergist, which would enable us to complete our investigation. We are unable to confirm that the symptoms described by the complainant are due to an allergic reaction to this product. The medical judgment of the bsc medical director, and that of the attending physician of her initial colonoscopy, is that severe symptoms are extremely unlikely to be related to the resolution clip device. More than seven million resolution clips have been sold over the past ten years, and there have been no confirmed cases of allergic reaction to this product in that time.

Manufacturer narrative:
Correction: the initial reporter of the event was the patient.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2016-00291 pertains to the first resolution clip device, manufacturer report # 3005099803-2016-00336 pertains to the second resolution clip device, and manufacturer report # 3005099803-2016-00334 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2015. According to the patient, she went to the facility for a colonoscopy to get mucous samples from her colon due to her severe allergy to nickel. She informed the doctor of her severe allergy to nickel. Following the procedure the physician informed the patient that a polyp was removed and three resolution clips were placed on the patient's colon. Within 24 hours the patient experienced a massive body rash especially on her stomach, severe asthma, wheezing, severe abdominal distention, an almost completely obstructed colon and anaphylaxis. The patient indicated that she had several hospital visits and 45 days using prednisone and multiple antihistamines. On (B)(6) 2015 as verified on x-ray, the clips remained in the patient. On (B)(6) 2015 the patient was in the hospital for over 6 hours, but the clips were not removed. The clips were finally removed on (B)(6) 2015 by another physician. This physician advised the patient to follow up with her allergist and advised a follow up colonoscopy in 3 months. Bsc is continuing to pursue additional information regarding this event. Additional information from follow up with the physician on (B)(6) 2016, and additional information from follow up with the patient on (B)(6) 2016: in an attempt to attain additional information to aid in the complaint investigation, bsc contacted the patient to request a call - which the patient agreed to. During this call between the bsc medical director, bsc quality director and the patient on (B)(6) 2016, the patient reported that she had existing severe allergies to stannous chloride, vanadium, palladium, as well as nickel, and that she made the hospital aware of this prior to her procedure. The patient claimed that she suffered severe symptoms over a number of weeks post the procedure ((B)(6) 2015) which required additional treatment (incl. Steroids and nebulization) and that she had additional follow ups with local urgent care facilities. She stated that she was scheduled for colonoscopy for (B)(6) 2015 and started the colon preparation treatment (golytely) on the evening of (B)(6) 2015. She stated that she suffered significant cramping during the colon prep, which resulted in "my colon finally unblocked itself and the clips came out." Although during her original call to the bsc complaint center ((B)(6) 2016), the patient stated that the clips had to be removed by her physician, in the follow up call, she stated that they came out prior to the colonoscopy as part of the colon prep treatment. She also stated that the colonoscopy on (B)(6) 2015 confirmed that the clips were no longer in place, and revealed "inflammation" in the colon. In discussion with the attending physician, who was present at the colonoscopy, he indicated that the clips were no longer in the patient and her colon was "normal." In addition, the patient has stated that since this event, she has had an "escalated response to all sources of nickel" and she has opted to limit physical contact with certain foods and all metal surfaces that may contain nickel. The patient has notified bsc that she is unwilling to provide further information or allow access to her medical records, or to her allergist, which would enable us to complete our investigation. We are unable to confirm that the symptoms described by the complainant are due to an allergic reaction to this product. The medical judgment of the bsc medical director, and that of the attending physician of her initial colonoscopy, is that severe symptoms are extremely unlikely to be related to the resolution clip device. More than seven million resolution clips have been sold over the past ten years, and there have been no confirmed cases of allergic reaction to this product in that time.

Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2016-00291 pertains to the first resolution clip device, manufacturer report # 3005099803-2016-00336 pertains to the second resolution clip device, and manufacturer report # 3005099803-2016-00334 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2015. According to the patient, she went to the facility for a colonoscopy to get mucous samples from her colon due to her severe allergy to nickel. She informed the doctor of her severe allergy to nickel. Following the procedure the physician informed the patient that a polyp was removed and three resolution clips were placed on the patient's colon. Within 24 hours the patient experienced a massive body rash especially on her stomach, severe asthma, wheezing, severe abdominal distention, an almost completely obstructed colon and anaphylaxis. The patient indicated that she had several hospital visits and 45 days using prednisone and multiple antihistamines. On (B)(6) 2015 as verified on x-ray, the clips remained in the patient. On (B)(6) 2015 the patient was in the hospital for over 6 hours, but the clips were not removed. The clips were finally removed on (B)(6) 2015 by another physician. This physician advised the patient to follow up with her allergist and advised a follow up colonoscopy in 3 months. Bsc is continuing to pursue additional information regarding this event.